Manufacturer narrative:
Patient information was unavailable. Other relevant device(s) are: product ID: 9735585, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that intra-operatively, when trying to import exams with protocol, the system would not import the exams. The screen said "cannot get import storage location from database" and "cannot insert series into database". The procedure was completed without the use of the navigation system and there was no reported impact to patient outcome. It was noticed that the disk storage memory only had 10% free. Approximately 30 patient were removed freeing 15%. The disk memory now had 25% free and it was possible to import the patient exams.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. Logs analysis found that the software of the navigation system functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no surgical delay, but the navigation was suspended.